Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that difficulty piercing the skin and burst after puncture.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (e) added initial reporter details. Investigation results: the batch history, nonconformance records, and corrective maintenance records were reviewed, and no evidence was identified that could be related to the reported defect. Additionally, since this complaint does not include samples or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation conducted so far, it was not possible to determine a root cause for the reported defect.